Event description:
It was reported that the pump battery was unresponsive, preventing operation. There was no reported adverse impact to customer's blood glucose. Technical support instructed customer in troubleshooting steps without success. Customer reverted to an alternate method of insulin therapy.